Event description:
Customer reported, the technique on the system was going to max and did not display an image. He also said they were receiving lo ma errors. No pt injuries.

Manufacturer narrative:
The service rep called the customer back the same day and determined that the fuse on the snubber bd had blown. The rep ordered parts and replaced the tank assy, snubber bd and did a filament calibration. This was an ver o2 tank which shorted out causing the snubber to blow. System now working properly.